Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump o-rings came off. The customer's blood glucose was 5.9 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.